Event description:
Unable to get the needle into the bone and they were unable to obtain a sample. They attempted to retrieve a sample on 15 occasions on the patient that was coding and were still unsuccessful.